Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. We have contacted the initial rptr to request add'l info and to request return of the device for eval. The medical records indicate that the pt was treated for adhesions and inflammation, which are known possible adverse reactions listed in the IFU. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.

Event description:
The following is based off a review of the pt's medical records provided to davol by the pt's attorney. On (B)(6) 2011 the pt underwent implant of a bard flat mesh and a non bard transobturator sling during a laparotomy, abdominal sacral colpopexy, lysis of pelvic adhesions, left ovarian cystectomy, a and p colporrhaphy, and transobturator suburethral sling procedure. On (B)(6) 2011 the pt underwent partial explant of non bard mesh. There was no mention of the previously implanted bard flat mesh during this procedure. On (B)(6) 2011 the pt underwent laparotomy with lysis of adhesions, bilateral salpingo-oophorectomy, and excision of the bard flat mesh. The surgeon noted "a yellowish exudate on the outside of the graft material, which the physician believed was an "apparent inflammatory reaction to prolene graft material."